Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02701. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2001 and (B)(6) 2008 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat cystocele and pelvic organ prolapsed and mesh was implanted. It was reported that following insertion, the patient experienced chronic pelvic pain, vaginal area pain, urinary incontinence, bladder prolapse, urethral pain, urinary infections, urinary burning and urinary retention. The patient was prescribed antibiotics due to chronic pain that caused terrible reactions. The mesh erosion required 3 additional surgeries and caused physical pain and discomfort doing regular activities; anxiety and a decrease overall of quality of life along with unrelenting pain, severe injuries related to the device and embarrassment to go out in public due to the inability to control the bladder. The patient also underwent anterior compartment repair with mesh on (B)(6) 2008 and autologous pubovaginal sling /ureterolysis on (B)(6) 2009. No additional information was provided. (B)(4).